Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented for nausea, vomiting, increase drainage at the driveline site. Was found to be acidotic, somnolent, with stable heart rate and blood pressure. A computed tomography (CT) scan was performed and revealed redemonstration of hazy density along the course of the driveline extending from the subcutaneous soft tissues subxiphoid portion. Findings remained concerning for driveline infection. Also noted was persistent cardiomegaly with four-chamber dilation and mild pulmonary edema. Since prior contrast-enhanced study dated on (B)(6) 2021, there has been interval increase in filling defect within the proximal outflow cannula suggestive of thrombus. This is approximately 70-80% occlusive of the outflow cannula lumen. The patient was admitted to the intensive care unit (ICU) and wound/blood cultures were taken. Some low voltage events were seen on interrogation. It was later communicated that the patient was discharged home without intervention given that the pump parameters were stable, and the patient was completely asymptomatic. Plan for close follow up in our outpatient clinic.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Additionally, the report of outflow graft thrombus could not be confirmed through the submitted images and the patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas). Furthermore, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported cardiomegaly and pulmonary edema could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket) and pump thrombosis, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Section 5, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.